Event description:
During a in-stent restenosis procedure the device broke inside of the body. The distal tip assembly separated from the catheter, but was contained within the guide sheath and was successfully removed from the patient. The patient was not affected, but the procedure time was extended by 60 minutes. Evaluation of the drive shaft of the returned turbohawk device exhibited a coiled section of a stent of an unknown make/model. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.